Event description:
While utilizing surgical guide print003, clinician noted that the implant angulation appeared off from the intended trajectory and the apical 1.5 mm perforated the buccal plate into the vestibular space. Implant was removed; patient was grafted and sent home.

Manufacturer narrative:
Surgical guide was requested for evaluation but was not returned. Case was reviewed by the planning clinician and the following feedback was provided: "the case has good bone resource and we did not find any issues in the planning; everything looks good from our end, the alignment of the scans, the implant planning and the guide design. We do not see where there would have been any foreseen issues. Because the placement of the implant differs so much from the plan, there may have been an issue with the seating of the guide of the raising of the flap."